Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician could not get the lead to track to the position that he wanted and was not satisfied with the thresholds that were obtained. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.